Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2011, a vns treating nurse practitioner requested that a battery life calculation be performed on the vns pt's generator. Review of the programming history revealed that a faulted system diagnostics test occurred on (B)(6) 2010 which changed the pt's settings to output=0ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=1.8min/magnet output=0ma/magnet pulse width=250usec/magnet on time=60sec. The incorrect settings were not discovered until the pt's following appointment on (B)(6) 2010. The pt was then ramped back up to output=0.75ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=1.8min/magnet output=1ma/magnet pulse width=250usec/magnet on time=60sec. Training will be provided to the nurse practitioner regarding the need to perform a final interrogation before the pt leaves the clinic visit in order to confirm that the pt is at the correct settings.